Event description:
The customer called in and stated that her meter was reading in mmol/l. This had been going on for a week. It was not clear if the customer noticed it right away or if she adjusted medication or diet based on the readings. Customer service helped her set the meter back to mg/dl and was sending a replacement meter.